Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the device had bent battery pins. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had bent battery pins. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was not in use at the time of the reported issue.